Manufacturer narrative:
The device was returned to mmdg for evaluation. During the investigation mmdg was unable to replicate or confirm the complaint. The pump operated within product specifications. The initial reporter did state that the patient experienced a two hour delay in therapy before it was noted that the pump was not infusing. This report is being filed for the delay in therapy the patient experienced.

Event description:
The initial reporter states that the pump did not dispense formula over two and a half hours of the patients feeding. During a follow up conversation with mmdg they stated that the pump was programmed at a rate of 50ml an hour and a dose of infinity. That they place 120 ml of formula in the bag and that they went to check on the patient approximately two hours later and that they bag was still full. They stated that the pump appeared to be running but did not deliver. They also stated that the patient was "fine" after the delay. Complaint (B)(4).